Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), dysmenorrhoea ("extreme menstrual pain") and genital haemorrhage ("abnormal bleeding (general)") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 4. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included arthritis. Concomitant products included lorazepam (ativan) and sertraline (zoloft). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2012, 2 years 10 months after insertion of essure, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexualintercourse)"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain / pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) ¿ removal of fallopian tubes, cervix and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, anxiety, depression, female sexual dysfunction, dyspareunia and vaginal discharge outcome was unknown, the genital haemorrhage and abdominal pain lower had resolved and the fatigue and alopecia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, genital haemorrhage and vaginal discharge to be related to essure. The reporter commented: subsequent to the implantation of the essure device, she began to experience symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received, reporter added. Patient demographic updated, essure insertion and removal updated, event added: genital haemorrhage, apareunia, dyspareunia, fatigue, hair loss, pelvic pain, vaginal discharge, lower abdominal pain. Events onset date, outcome and severity added. Concomitant drug and condition added. Historical drug and condition added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and dysmenorrhoea ("extreme menstrual pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient will be treated with surgery (she will undergo a surgical procedure for removal of the essure device in or about (B)(6) 2017). At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: subsequent to the implantation of the essure device,she began to experience symptoms. She was recently informed that she will be required to undergo a surgical procedure for removal of the essure device in or about (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.